Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited possible loss of capture (loc) on the non-boston scientific left ventricular (lv) channel. Technical services (ts) reviewed and stated that there were some premature ventricular contractions (pvc) or conducted with trigger pacing that do look different which was normal though. The patient was to be seen in clinic for further testing to confirm capture. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited possible loss of capture (loc) on the non-boston scientific left ventricular (lv) channel. Technical services (ts) reviewed and stated that there were some premature ventricular contractions (pvc) or conducted with trigger pacing that do look different which was normal though. The patient was to be seen in clinic for further testing to confirm capture. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported. Additional information received that this device was explanted. The device is received for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited possible loss of capture (loc) on the non-boston scientific left ventricular (lv) channel. Technical services (ts) reviewed and stated that there were some premature ventricular contractions (pvc) or conducted with trigger pacing that do look different which was normal though. The patient was to be seen in clinic for further testing to confirm capture. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported. Additional information received that this device was explanted. The device is received for analysis. No additional patient adverse effects were reported.